Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the malfunctions occurred due to faulty spare lamp. The root cause of the lamp failure cannot be identified. In addition, the following non-reportable malfunctions were found during the device evaluation: dust inside the unit, scratches on the housing, and minor corrosion on the back panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp did not ignite but the spare lamp did work and an emergency lamp indicator was blinking. The problem, as reported to olympus, was identified during maintenance of the device. There was no patient involvement, associated with the event, reported to olympus.